Manufacturer narrative:
(B)(4). The customer¿s biomedical engineer informed the technical service engineer (tse) that he will replace touchscreen printed circuit board (pcb), and will call back if the ventilator generates additional errors.

Event description:
It was reported that, the ventilator lower of display became erratic and inoperable. Additional information was requested. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Additional information was received from the customer. The bottom part of the touchscreen was not responsive when the ventilator was first turned on. The customer reported to have repaired the ventilator and returned to service.